Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had rf pic failed self-test alarm. Customer¿s blood glucose was unknown. Customer reported that alarm did not occur during the rewind/prime sequence. The device failed the self-test. The error table indicates the insulin pump should be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant failed self test alarm due to a faulty board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, compromised force sensor test, excessive no delivery test and displacement test due to failed self test alarm.